Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found instrument sample pressure too low for new tubing, and aspiration volume too high. The analyzer was giving low platelet (plt) and hemoglobin (hgb) values. The fse replaced tubing at pinch valves pv23 and pv25. The tubing at pinch valves pv23 and pv23 are in the pathway of the primary and secondary aspirations. The fse then performed flow rate adjustment procedure and sample volume adjustment procedure. Failure mode was attributed to tubing at pinch valves pv23 and pv25 (B)(4).

Manufacturer narrative:
Correct date of event is (B)(6) 2013. Correct date of contact with customer is (B)(6) 2013.

Event description:
The customer reported to beckman coulter (bec) that platelet (plt) count was shifting on and off down on quality control (qc) samples on the coulter hmx hematology analyzer with autoloader. The issue occurred in an automatic sampling mode. The customer also indicated that the results were believed to be erroneous for plt count, but the customer was able to identify the issue and would check with qc. The customer stated that no erroneous patient results were reported out of the laboratory. The instrument would generate flags for plt parameter. No results were provided for review. There was no death, injury or effect to patient treatment associated with this event.